Manufacturer narrative:
Findings: pump received with no button response due to unlocked j2/lcd keypad connector. Unable to perform the displacement test or verify frozen display due to no button response. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 173 mg/dl. The customer stated that she has a frozen screen and buttons don't work. The customer stated that the device was dropped earlier and worked fine after. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.